Manufacturer narrative:
Product complaint # (B)(4). All known information is "events going back two years." Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The single complaint was reported with multiple events. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please confirm the specific number of patient events potentially associated with an alleged device deficiency. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number(s). For each patient event please provide: event date, product code and lot number involved, procedure, relevant patient demographic information, and event description. Was the leak intraoperative or postoperative? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Does the surgeon believe the leaks were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patients?

Event description:
It was reported that there have been multiple times where leakage had occurred over a two year time frame. The customer did not know if any of the events were captured by complaints. The customer is the buyer and does not have any details pertaining to the procedures or when the leaks may have occurred. There is no additional information.